Manufacturer narrative:
A general reagent problem can be excluded, based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial estradiol result from a serum aliquot of the original sample was 5 pg/ml with flag. The result was reported outside of the laboratory. The doctor questioned the low result and the sample was repeated. The same aliquot of the original sample was tested and the result was 725.6 pg/ml. The original serum sample tube was also repeated and the result was 646.4 pg/ml. The repeat results were deemed correct. The reagent lot number is 63006901 and the expiration date is 31-may-2023.

Manufacturer narrative:
The customer stated that the calibration and qc were acceptable prior to the event. The investigation is ongoing.